Event description:
Healthcare professional reported mammary reconstruction, left side after breast cancer. Suspected rupture diagnosed by ultrasound. During surgery the device was found with a point-like rupture on the front surface. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.